Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for not cooling, since the device had over 2000 hours and it would be coming in from the 2000-hour preventive maintenance service. As per sample evaluation results received on 01may2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device primed to fill during decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a circulation pump component failure. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device failed calibration for not cooling, since the device had over 2000 hours and it would be coming in from the 2000-hour preventive maintenance service. As per sample evaluation results received on 01may2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device primed to fill during decontamination.